Manufacturer narrative:
Initial.

Event description:
It was reported that a freestyle libre 3 plus continuous glucose monitor (cgm) sensor failed to pair with the ilet for an extended timeframe until the ilet was restarted, after which the sensor entered warmup, consistent with an intermittent communication failure involving the antenna/electrical-magnetic communication components. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the ilet that aligned with intermittent communication failure and implicated the antenna/electrical-magnetic components. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.